Event description:
Baxter (B)(4) received a report that an infusor leaked inside the device prior to use. The device was filled with a solution containing desferrioxamine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and functional leak testing revealed leakage coming from welded area of the volume indicator and port. The root cause was determined to be a manufacturing defect due to an improper weld. In july 2012, the equipment used to weld these two components was changed and it is expected to help mitigate the occurrence of leaks. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue has been investigated through corrective and preventative action (CAPA).